Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
It was reported that despite appropriate interoperative use of the deltoid retractor, the anterior part of the deltoid muscle was severed by the edges of the retractor.

Manufacturer narrative:
The agent reported that (despite appropriate interoperative use of the deltoid retractor, the anterior part of the deltoid muscle was severed by the edges of the retractor) this event occurred during surgery, near the patient. Significant adverse event was reported by the surgeon. The surgery was completed as intended, with a thirty-minute delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The agent was present during surgery and was able to source a suitable replacement device. The instrument was not returned to djo surgical for further examination, two follow ups have been issued for the return of the instrument. No further evaluation can be made for this event. This customer complaint will be closed. If the device is returned later, the complaint will be updated. A review of the instrument's device history record (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There were no ncmrs associated with the production of this instrument. Complaint database review showed no previous complaints and there were no indications that this instrument has a design or material deficiency. The root cause of this complaint is due to surgical technique that led to a mishap, cutting into the muscle of the patient. This is not an event associated with a product failure, malfunction, or issue.